Manufacturer narrative:
Manufacturer's device analysis: the pump remains in use supporting the patient. A direct correlation between the pump and the reported event could not conclusively be established through this evaluation. Additionally, the submitted log file confirmed pump stop events due to the initiation of the motor stopped command. The submitted log file contained approximately 10 days of data. On timestamps 517 days 10 hours and 30 minutes and 521 days 18 hours and 19 minutes, the motor stopped command was received, causing the pump to stop. This caused corresponding low speed and low flow alarms. Additionally, odd sequencing of power cable disconnects were observed while on battery power. No other atypical alarms were captured in the log file and the pump operated above the set speed before and after the intentional pump stop events. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists device thrombosis and hemolysis as adverse events that may be associated with the use of heartmate ii lvas and provides details regarding the recommended anticoagulation therapy and inr range. It also outlines indications of pump thrombosis as well as how to respond to such events. The IFU also provides information regarding the pump stop button and explains that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device: 6 years and 4 months. The event occurred at (B)(6). The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was admitted to hospital on (B)(6) 2019 with hematuria and suspected pump thrombosis. The patient's ldh and inr were elevated. The patient was transfused with fresh frozen plasma to decrease inr, and a nitrate infusion was done to stabilize blood pressure. After stabilization, metalyse was given as a thrombolytic. A decrease in ldh was observed. The patient was followed up in the regular ward but was transferred to the intensive care unit because inr was still high. A heparin infusion and metalyse infusion were started. Inr levels decreased and clinical follow up was stable. The patient was transferred to regular ward on (B)(6) 2019, and was discharged stable on (B)(6) 2019. No further events were reported. No additional information was provided.